Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop (B)(4). Sensor failed per spec due to low readings.

Event description:
It was reported that a customer has been receiving bad sensor alarms on their insulin pump. The patient's blood glucose was at 174 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.